Event description:
It was reported the colonovideoscope had an e238 scope communication error. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1 phone number (B)(6) the device was not returned to olympus for inspection; however, the reported failure was confirmed by the third-party distributor. A root cause could not be identified. Based on the results of the investigation, the cause could not be established. In addition, no image was identified during the device evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.